Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. There was no scratch on the probe. The fracture surface of the probe showed that crack developed. The probe turned black around the broken point. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the crack occurred on the probe since the load such as sparks was applied to the probe. The crack developed when the user output the device or grasped the tissue, and the probe broke off. The above device handling has been warned in the instruction manual as follows. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a laparoscopic hysterectomy, the subject device was used. In the end of the procedure, the probe broke off inside the patient. The fragment was retrieved. The intended procedure was completed with the subject device. There was no patient injury reported. This is the report regarding the breakage of the probe.